Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
A different healthcare provider confirmed right side capsular contracture, baker grade iii and reported a rupture. Healthcare provider noted "observations made during surgery" of "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of anxiety-product-procedure/capsular contracture/rupture was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety-product-procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii, rupture, and implant exchange from textured to smooth due to patients concerns with the product. "Hole, non-specific" was observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii and implant exchange from textured to smooth due to patients concerns with the product. The device remains implanted.